Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 83-year-old male patient was treated with an ejection fraction of 20 % for a hight risk pci. Patient was on respiratory support. Access site via the right femoral artery with ultrasound guidance and micropuncture set. Multiple access sites were obtained for the complex pci. Poor positioning and low flow were noted. A hematoma around the peel away was identified, which was treated with 2 units of blood products. Wire removed and device started in auto flow initially 3.2l. Position optimized as able, volume given. Md then utilized single access with companion sheath for portion of intervention in combination with right radial access and lfa access. Multiple challenges noted throughout procedure. Ultimately patient received stent to lad utilizing rotablator and multiple balloon dilations and ivus. Impella explanted before leaving ccl and patient transported to cvicu for close monitoring.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and noted the following: a qn was initiated for a hair found inside the breather bag with an introducer from lot #s9732007. The device was dispositioned the device as return to vendor (rtv). The rest of the introducer lot passed all incoming inspection checks. Patient-device interaction (minor bleed): the cause(s) of the reported access site hematoma could not be determined due to insufficient clinical information and unreturned device for further investigation. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.